Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received a pump error alarm. The customer's blood glucose was 12.2 mmol/l at the time of incident. The customer stated that this went in a loop. The customer was able to clear the alarm, but unable to rewind the insulin pump. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device was unable to rewind or seat due to a corroded motor home switch and dried insulin on the motor slide. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test due to stuck motor. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement error unknown. Moisture damage was also found on the electronic assembly and force sensor.